Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) and did not meet expected longevity. The device triggered eri three days after a device check, when longevity was estimated to be between six and thirty months. Device replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).